Manufacturer narrative:
The pump was unable to prime during the prime test, and also gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. No other alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a loose drive support cap. It was also reported that the insulin pump was squirting out insulin. Customer's blood glucose level at the time was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.